Event description:
It was reported that a school nurse observed a discrepancy between the ilet system¿s displayed glucose value and a fingerstick measurement, with the pump showing 192 mg/dl and the fingerstick showing 392 mg/dl while the user was wearing a dexcom g7 sensor; no calibration had been performed, and the customer was advised that the sensor might need replacement. Symptoms included hyperglycemia. Outcomes included no reported injury, alarms, or hospitalization. Investigation included customer interview and guidance to troubleshoot and consider sensor replacement once with the patient. Investigation of this case revealed a suspected inaccurate cgm input leading to discordant glucose values, consistent with sensor performance issues rather than a confirmed ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.